Event description:
It was reported that a user of the ilet insulin pump experienced post-meal hyperglycemia followed by subsequent hypoglycemia after correction doses, and an agent provided pump use education focused on meal announcements and conducted a function review without issues. Symptoms included low glucose with urgent low-soon alerts. Outcomes included no hospitalization and successful completion of troubleshooting and education. Investigation included user counseling on best practices for managing meal announcements and a functional review of the system. Investigation of this case revealed no device malfunction identified during the functional review and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.